Event description:
International affiliate reports that during a spinal fusion procedure and while tightening set screws, the pedicle screws "cut out" of the pedicle. It is reported that a senior surgeon has acknowledged that the screws were placed incorrectly, resulting in this condition. A second procedure was performed a week later to place hooks in the level above the construct as the pedicles on the lower level of the construct were reported to have been compromised. No additional information is forthcoming. As reported, the event is not device-related. However, as an adverse outcome occurred and surgical intervention was required, a medwatch report is being filed to document this event.

Manufacturer narrative:
The device is not available for evaluation. Review of the device history record cannot be performed as the product code and lot number are unknown. No definitive conclusions can be made. However, as reported, the event is not device-related. A senior surgeon at the facility has acknowledged that the screws were placed incorrectly, resulting in this condition. At this time, the complaint is considered to be closed.